Event description:
It was reported that at some period following implantation of an xlp plate, the lock nut began to loosen. The degree of loosening is unk at this time. Spine levels, components and other info has not yet been made available. There was no pt injury and no surgical revision is planned. No pt injury occurred.

Manufacturer narrative:
(B)(4). No revision surgery has occurred and no product has been available for eval; no root cause has been identified. Should product become available, any relevant info will be included in a f/u report. Published surgical technique depicts the appropriate orientation of the lock nut within the instrument prior to insertion. Instructions for use note the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."